Event description:
The customer reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The interconnect cable, the lemo connector, and all the circuit boards were checked. The voltage was checked. The system was tested and operates as intended.